Event description:
It was reported the pump was removed in 2011. The patient had complications. There was spinal fluid coming out and a seroma. It star ted about 6 months after implant and went on for about 2 years and before the pump was explanted. The patient had tried another pain health care provider (hcp) for acupuncture and herbal medications. The patient was still sitting in pain. It was noted the patient was told the pump was ¿put in improperly,¿ but that she would never know. The patient was looking for a physician to manage a new pump that a surgeon was going to put in. The system had been used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient had fluid buildup in the front of the pump and then fluid buildup in her back by her spinal cord that broke open her incision. The patient's healthcare provider verified there was a leak in her catheter and they went in and replaced the catheter.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).